Event description:
It was reported to philips that the system was not starting up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, planned neurovascular procedure was performed by the customer when the issue occurred, and the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system on site and confirmed that the system was not starting up. Review of the system log file confirmed the malfunction as host pc hard disk crashed. To resolve this issue, fse replaced the hard disk. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.